Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was elevated; however, the level value was not provided. For the most current occlusion, a system check was performed and the occlusion appeared to be within the cartridge.